Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issues were verified. Additionally the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Subsequently, the touch screen was unresponsive and the pump shut off unexpectedly. Customer¿s blood glucose ranged between 170-180mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.